Event description:
During laparoscopic case, gyrus instrument jaws would not open after only several uses x 2 instruments. Ref # 920005pk for cutting forcep. Lot numbers were the same: # jf828236. There was no patient injury, and no complications.